Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm or audio/beep anomaly noted. The displacement, rewind, basic occlusion, occlusion, prime and the excessive no delivery tests could not be performed due to no button response. The device had minor scratched display window, cracked battery tube threads and cracked reservoir tube. The device had moisture damage on electronic assembly and on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the buttons had a delayed response and the insulin pump had a button error alarm and then made a noise. The blood glucose value was 263 mg/dl. They changed the battery but the issue persisted. It was stated that the customer was away at camp and the counselor put the insulin pump in a cooler. The device was returned for analysis.